Manufacturer narrative:
Please note that the lead had not been returned to us when the initial report was sent to you. When the lead was returned to us, it was observed that the serial number indicated in our initial report was incorrect ((B)(4)). The linox smart s dx lead and the ICD were analysed. The analysis of the linox smart sdx lead demonstrated a damaged insulation at approx. 34 cm distal to the is-1connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with inappropriate therapy was reported. A possible lead fracture was suspected. Lead and ICD were replaced. The lead was not returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.